Event description:
It has been reported to co that upon opening the package of this device it was noticed that the sidearm of the device had detached reportedly. The sidearm had come away or broken/cut from the introducer hub. There was no pt involvement. The device is being returned for co's analysis.